Event description:
The system 6 aseptic housing was sent for evaluation because the locking mechanism would not hold the housing closed during a procedure. The non-sterile battery fell into the sterile field. There was no medical treatment or intervention required as a result of this event. The procedure was completed without any delay.

Manufacturer narrative:
An initial corrective action has taken place. This issue has occurred predominately in (B)(6). An extensive investigation conducted by stryker instruments has determined that the root cause of this issue is related to the rigorous reprocessing methods used in (B)(6). The (B)(6) government sends out a circular that recommends the housings be sterilized for 18 minutes at 134 degrees celsius. Manufacturer investigative testing indicates the devices in these complaints were not lasting the expected life due to the combination of chemicals and time exposed to high heat. The IFU for this product recommends 4 minute exposure time at 132-134 degrees celsius; therefore, the reprocessing methods used in (B)(6) are not in line with the IFU. The root cause for these types of customer complaints is related to user error (ie: failure to follow instructions contained within the IFU). Stryker instruments has not received any complaints of this nature in which it is alleged that a serious injury has occurred. The probability of actual serious injury is remote based on actual complaint data and estimated device usage. The situation continues to be monitored and remains under investigation while ongoing regular discussions are occurring with (B)(6).